Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. The device was found within specification in relation to the reported keypad problems which were unable to be reproduced. The keypad was tested and found to function as expected, in addition an invasive inspection underneath a microscope was performed in attempt to find any cause. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced keypad problems. There was no patient involvement associated with this event. No additional information is available.